Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an imager diagnostic catheter in the original sealed sterile pouch. Device analysis revealed no damage to the device. The reported complaint was located at the proximal end of the packaging circled by the customer site. This looked to be a fiber approximately .6mm long in the current state; however, if it was straightened the length could be approximately 1cm long. No other issues were identified during the product analysis. The investigation conclusion is supplier manufacturing execution error as a supplier¿s manufacturing process was not executed as validated. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was the presence of filaments in the device packaging.